Manufacturer narrative:
The insulin pump was received with failed battery test alarm after battery was inserted due to corroded battery tube. Unable to verify for low battery alarm, no delivery alarm, sensor alert anomaly and perform functional check, including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, reset test and all operating current measurement due to constant failed battery test alarm. The insulin pump was received with minor scratches to the display window, cracked case at display window corners, cracked reservoir tube lip, and cracked pump belt clip slot. The insulin pump received without the original pump belt clip. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery. She did not recall the blood glucose reading. The alarms had not occurred during the manual prime. The alarms were resolved with a set change. The batteries were also not lasting as long. The customer noted that the battery spring was corroded. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.